Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation carried out on the returned article has shown that the stirring unit axle of the cement mixer is off. Nothing can be detected in the cannulas. We cannot unfortunately determine the exact reason which led to this extended hardening time. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We cannot unfortunately determine the exact reason which led to this extended hardening and the complaint condition is due to an unknown cause. It is noted to refer to the corresponding surgical technique.

Event description:
It was reported that the v+ cementmix did not set accordingly. The cement was stored at room temperature, not in the fridge, and the cement was still liquid after 50 minutes. Due to this, the surgery time was extended and the patient was not mobilized for up to 1 hour. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Vertecem plus, v+ is not sold or distributed in the u.s. However, it is like or similar to product sold in the u.s.